Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump uploaded properly using carelink pro. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Data analysis: (B)(6) 2017 daily insulin total = 38.600 u; (B)(6) 2017 daily insulin total = 25.975 u; (B)(6) 2017 daily insulin total = 24.350 u; (B)(6) 2017 daily insulin total = 18.700 u; (B)(6) 2017 daily insulin total = 31.850 u; (B)(6) 2017 daily insulin total = 30.800 u; (B)(6) 2017 daily insulin total = 0.000 u.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was report that the customer had gastroparesis, was unable to eat, did not eat or drink anything in days. She had problems with high and low blood glucose levels. The caller stated that the customer passed away on (B)(6) 2017, at home. The caller stated that the cause of death is unknown; the customer stopped breathing. The caller stated that the customer became ill approximately a month and a half prior to passing. The caller did not know the customer's blood glucose at the time of death. The caller stated that the insulin pump was disconnected from the customer twelve hours prior to passing because the customer did not want to wear it. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.